Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Functional testing confirmed the customer reported complaint. The device was leaking from the reservoir. The leak was coming from cracks in the tank cover. The cracks were attributed to customer damage of the device. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from the reservoir. No patient injury or complications were reported in relation to this event.